Manufacturer narrative:
(B)(4). Date sent 5/17/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? Hard to see where bleeding was from, lots of necrotic tissue, diseased bowl. 2. How was the bleeding controlled? Yes. 3. How much blood was lost (ml)? Unknown. 4. Did the patient require a transfusion? Unknown, although suspect not, as it would have likely been mentioned. 5. Please confirm when the bleeding was found (intra-op/post-op) post-op. 6. Did the post-operative care change based on the bleeding? Yes, passed blood so they scoped and the patient was taken back to theatre. 7. Could you please clarify if there were any patient consequences? Thankfully, the patient was stabilized and then was later discharged. 8. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? The patient was taken back into surgery to investigate the bleed, the source was hard to detect, as there were multiple factors, lots of diseased tissue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a small bowel resection the device functioned as usual, however the patient was later found to have bleeding at the staple line.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? Unknown what is the nurses experience with the device? Yes. Were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Unknown was there any difficulty removing the device? Unknown were there any issues noted with staple formation? If so, please describe the shape and location. Unknown what was the pre and postoperative anti-coagulant and pain management protocol? Unknown was the bleeding intraluminal or extraluminal? Unknown what is the current patient status? I was told the patient was fine and got sent home.